Event description:
The customer's mother stated that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The mother also reported a blood glucose reading of 350 mg/dl, which was treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.